Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, bowel perforation occurred by 1 pumping. In the patient's house irrigation was performed by end-user was sitting. After instill 100 ml water, the patient felt pain and realize the bleeding. Perforation inside peritoneal cavity. She has been hospitalized from (B)(6) 2017. Dr. Said "I assume this perforation was caused by the catheter tip."